Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis of the returned device was inconclusive. The device was re turned after approximately 102 months of service due to charge time out prior to end of service (eos). The device passed functional testing in the released product analysis laboratory (rpa). The device met 100% of its projected service life.

Event description:
It was reported a charge circuit timeout occured on the device. The device had reached the elective replacement indicator status. Device replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.